Event description:
It was reported air in the device occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman truseal access system (was) was prepped and during insertion, air remained present in the device. The was was replaced for another to complete the procedure. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6).